Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the mitraclip instructions for use states: use echocardiographic imaging to verify insertion of both leaflets satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms and adequate mitral regurgitation reduction. All available information was investigated the reported single leaflet device attachment appears to be related to patient morphology/pathology and user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following information was provided: prior to the initial procedure, there was challenging mitral valve anatomy, namely, anterior leaflet (a2) prolapse (chordal rupture) and tethering of the entire posterior leaflet. Due to poor imaging quality, it was difficult to visualize the leaflets, particularly by the 2nd and 3rd clips, and it was not possible to adequately assess leaflet insertion. In the physician's opinion, the single leaflet device attachment was caused by the poor imaging. The patient was confirmed to be stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the anatomy. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet; mitral regurgitation grade increased. On (B)(6) 2016, the initial mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. There was an anterior leaflet prolapse and a tethered posterior leaflet. Three clips were implanted, reducing the mr to 2. The imaging quality during the procedure was poor. The patient's symptoms did not improve. On (B)(6) 2016, a follow up echocardiogram was performed, showing that the first clip had detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. On (B)(6) 2016, another mitraclip procedure was performed for treatment of the slda. Two clips were implanted, one on either side of the slda clip, and the mr was reduced from 4 to 3. A third clip was implanted in a significant jet between the original first 2 clips and the mr was reduced to 2. No additional information was provided.